Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they couldn't get the controller to recharge the implantable neurostimulator (ins) as no device found would appear when trying to recharge the ins. Pt stated that it had been very difficult to recharge the ins for the last three days; pt confirmed that the issue started on january 31st. Patient services (pss) had the pt reset the controller and then attempt to recharge the ins. Pt saw no device found appear; pss reviewed screen meaning with the pt. Pss had the pt tap recharge on the no device found screen to enter passive recharge mode. Pt noted that they had been trying this as well. On the trying to recharge screen, thethree numbers were 3 99 100 and the controller light was flashing green. Pt moved the recharger and the numbers went to 3 36 100. Pt repositioned the recharger over the ins and the middle number went to 95 and then 82 even though the recharger hadn't moved. Pt repositioned the recharger and the middle number went to 95, however then it went to 84. Pt repositioned the recharger again and the number went to 93 but then dropped to 81. Pt stated that the paddle wasn't moving and the number was going down on its own. Pt then stated that unable to recharger appeared. Pt stated that the manufacturer representative (rep) thought that the issue might be with the controller battery as the controller battery wasn't staying charged for very long. Pss asked the pt when they started noticing that the controller battery wasn't holding a charge; pt stated that it was about the same time as the trouble recharging the ins started. Pss understood that the controller battery was draining more quickly than usual when recharging the ins due to the potential issue with the recharger. Pt called back and stated they got the recharger antenna (rtm) exchange unit and mentioned they got their implanted neurostimulator(ins) to charge successfully one time, but then now could not get the ins to charge again. Pt mentioned they now got "no device found" and could not get the controller to advance even when the pt pressed recharge. Pt entered passive recharge mode, but "could not get it to stay on." Pt said they were trying for over an hour and a half this morning to get the ins to charge, but were unsuccessful. During the call, the pt got " no device found" and entered passive recharge mode. When the screen flipped to "checking the recharger," the screen froze and would not advance. Pt performed a reset of the controller and the controller connected wirelessly to the ins. Ins charge was low and controller charge was 90% charged. Pt connected the rtm exchange unit, but got "no device found." Pt pressed recharge and entered passive recharge mode. Pt could not get the middle number in passive recharge mode to remain high. Pt got 0, 23, 97. Pt charged for a few minutes and then got "system problem: cannot continue: call medtronic: rm03." Pt said the rtm exchange unit paddle was getting warm, but not hot to the touch. No symptoms were reported. Additional information was received from the pt. Pt called back to report they were still having the same issues listed previously; unable to get through passive recharge to charge their ins normally. Pt mentioned they had seen error message "rm63" (agent understood that to most likely have been rm03). Pss had pt reset their controller and try to charge the ins. Pt was seeing very low numbers while cycling passive recharge mode - 20-19-22 and couldn¿t get a high number above 22 while repositioning the rtm. Pt confirmed they were able to feel their ins under their skin. Pt mentioned they were getting frustrated since they had been without therapy for a couple of days. Pss redirected pt to follow up with their hcp to check on their ins. Additional information was received from a rep, with pt at a clinic. Rep reports pt recently received a new rtm and a controller, but the controller is not letting them find the device. Pt is reported to be continuing to see "system problem rm03. Cannot resume, please call medtronic", and is still unable to charge their ins (rep reports it has been 6 days). Rep states that while in clinic today, they started a passive recharge (prm) session, but on screen 50, they are only seeing zeros. Rep tried moving the rtm against the ins, and the numbers did not change. Technical services (ts) had rep completely disable and re-enable twice during the call, however after the first attempt, the rep reports the numbers changed to 0, 0 and 97, and then after the second attempt they changed back to all 0. Rep states pt has lost 20 lbs, but confirms the ins is in the correct position within the pocket. Ts confirmed patient's rtm is the new rtm based on the serial number noted by pss. Rep states they are unable to get past the prm during call.. Follow-up to add that rep stated during call that the pt's ins is dead, that they have not been able to charge in 6 days and that the rep did not have an extra rtm to trial in clinic. Ts reviewed connecting the new rtm should allow the pt to be able to recharge additional information was received from the pt. Pt called back and stated they haven't received the replacement rtm. Pt stated they've been dealing with recharging issues for over a week and have received a new paddle, new controller, and talked with their rep. Pt stated they were supposed to receive another rtm but did not. Pss reviewed fedex tracking and expected delivery today. Pt asked if the manufacturer was going to fix it if the internal battery was the problem. Pt called back and asked which equipment needed to be sent back. Agent reviewed information and instructed pt to return one one the controllers and the exchange unit.